Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream sensor current reading to be high when running a fluid filled set. The downstream pressure plate gap was also found out of specification. The downstream sensor and pressure plate gap were calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.